Event description:
While using arthroscopic shaver bur the surgeon noted on the video screen flecks of metal. Dr immediately stopped the shaver & inspected it on the screen then removed it from the surgery site. He examined it again & shaved it to report. Dr continued the surgery using a new blade & cleaned up as much of the metal debris as possible.